Event description:
It was reported a hardware removal was performed on (B)(6), 2014. The original implant; humeral nail ex, was implanted on (B)(6) 2013. The patient had avascular necrosis (avn), a humeral head collapse, pain, and irritation. Patient also had discomfort post operatively. The hardware was successfully explanted and the healing of the humeral head has transpired. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.